Event description:
It was reported that a gastro bypass was performed in 1995. Since 1995 the pt has had eight surgeries. All subsequent surgeries were to address complications from the 1995 surgery. During 6/1995, while still in hosp from the initial surgery, the pt's abdomen filled with fluid and wound opened. Pt has had three surgeries for complications involving bowel connections, infections and a blood clot. The remainder of the surgeries were for mesh & suture infections, and removal of mesh & suture material. Pt has had many courses IV antibiotics, the infection goes away for a while but keeps returning. Pt has a nurse still come on a daily basis to change dressings. At one time a jackson pratt drain was in place. Pt has seen several surgeons, who can't seem to decide the next step in treatment or provide the pt adequate explanation with regards to complications. Due to the number of surgeries the pt has had there is not enough muscle remaining in the abdomen and there was a recommendation to remove muscle from the pt's back to reconstruct the abdomen. Any further surgeries have been put on hold until the pt has been infection free for six months; however, the pt has not been six months infection free since the original surgery.